Event description:
Customer states pt reportedly received result of 425 mg/dl on the inform system and 142 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.